Event description:
The following report was received from the affiliate: the target lesion was at the proximal and mid rca. The lesion was a de novo. The vessel was moderately calcified and slightly tortuous. There was 90% stenosis. During the procedure, after flushing the lumen of the stent delivery system (sds), it was inserted into the guiding catheter (mach1 jr 7f). Then when the cypher was being delivered past the ostium of the proximal rca, the tip of the sds became stuck at the lesion. In order to conduct pre-dilatation again, the physician attempted to retrieve the cypher des. Right before retrieving it into the guiding catheter, the stent was found to be misaligned. The physician decided to retrieve the entire system. While retrieving the system, the sds was cut in order to increase the retrieving tension. The stent dislodged into the aorta during retrieving system. The stent was retrieved using a snare. When it reached the tip of the sheath at the femoral artery, the stent was dropped, because the proximal edge of it seemed to be flared. After that, the stent was retrieved surgically. In order to finish the procedure, a driver stent was implanted at the target lesion by radial approach. The procedure was finished successfully. The product will not be returned for analysis. The physician commented that the stent profile seemed to be bigger than usual when it was confirmed by cag during delivering to the target lesion.

Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.